Manufacturer narrative:
Concomitant medical products: product ID 353101, product type external neurostimulator product ID neu_ unknown_lead, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency, urge incontinence. They reported that patient was vomiting just after procedure and is now just experiencing stomach upset. She also has soreness at site of incision. Patient had a suspected infection. Additional information from the patient stated she had a bad reaction to bacteria and became extremity ill after the procedure. Support link advised the patient to please contact her clinician with questions regarding medical advice or if she has questions about her health. No device issues were reported. The issue was ongoing.